Manufacturer narrative:
The calcium gen.2 (ca2) reagent lot number is 894309. The investigation reviewed the data provided by the customer: the calibration and qc results were within the specified ranges; a general reagent issue was not detected. The alarm trace shows many abnormal aspiration and sample-short alarms, indicating pre-analytical or sample-handling issues. It also shows calibration errors, sample probe wash errors, sample pipetter adjustment failure, and abnormal cell blank. The field service engineer inspected the analyzer; cleaned and adjusted the sample probes; replaced the cuvettes, which had gel residues; replaced the ultrasonic station, which had crystallized residues; verified the cuvette wash adjustment; and cleaned the external parts of the reagent probes and the nozzles of the rinse arm. The calibrations and qcs performed after the service were acceptable. The investigation determined that the service actions resolved the issue. The investigation determined that the event was consistent with a combination of instrument issues (misadjustments, contaminations) and preanalytic issues at the customer's site.

Event description:
The initial reporter received a questionable calcium gen.2 (ca2) assay result for one patient's sample tested on the cobas c 703 analytical unit. The initial result from the analyzer was 4.97 mg/dl or 4.5 mg/dl. The repeat results from a cobas c 702 were 9.10 mg/dl and 9.26 mg/dl.